Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 8% to 4% in one month. Moreover, the device displayed a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The plan is to replace the device but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. The device was destroyed by the explanting hospital, so it is not expected to return for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 8% to 4% in one month. Moreover, the device displayed a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The plan is to replace the device but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.